Manufacturer narrative:
The customer reported the unit displayed, "attached cable error message", when performing the self test. The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit displayed, "attached cable error message", when performing the self test.